Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Additional information regarding the patient outcome/treatment has been requested and will be submitted as it becomes available. The device was not returned for evaluation. However, the serial/lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that promark apex locator gave incorrect measurements. Outcome of this event is unknown as of this MDR.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation.